Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has inappropriately delivered anti-tachycardia pacing (atp) and 9 shocks due to an atrial driven arrhythmia episode. Therapy was exhausted. This patient has exhibited several previous atrial driven arrhythmia episodes in which therapy was not delivered. This crt-d remains in service. No additional adverse patient effects were reported.